Manufacturer narrative:
The insulin pump would not prime during testing, due to protruded/loose drive support disk. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer called and reported she received a motor error alert during basal rate insulin delivery, and she was able to clear it and change the infusion site. Customer's blood glucose was 249 mg/dl. It was stated the device was not exposed to any strong magnetic field and customer was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.